Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, and other relevant history have been updated to reflect additional information received for this reported event. The patient's medical records were received and reviewed. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Review of the patient's medical records information determined that the patient had presented to the emergency room on (B)(6) 2016 with abdominal pain, nausea, emesis, some diarrhea, a feeling of "fullness" with decreased appetite, sweats and fever on the day following a colonoscopy with removal of polyps. The patient denied having cloudy fluid with peritoneal dialysis. In the emergency room the patient had a temperature of 99.0 and pulse of 103. Physical examination of the abdomen revealed diffuse and mild tenderness without guarding or rebound. The patient was admitted to the hospital on(B)(6) 2016 with the diagnosis of acute peritonitis due to positive peritoneal fluid culture with klebsiella pneumoniae and mild hyperkalemia due to noncompliance with diet. The patient was treated initially with intravenous antibiotics (vancomycin and cefepime) and began to feel considerably better. Once the patient was able to tolerate an oral diet the patient was treated with intraperitoneal tobramycin. The plan was made for the patient to also complete a course of cephalexin orally daily. The patient was discharged from the hospital on (B)(6) 2016 with the plan to follow up in 1-2 weeks.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was treated for peritonitis. The patient reported that she was currently taking medication with her dialysate via the peritoneal route. Additional information received from the patient's pd nurse indicated the patient was admitted to the hospital from (B)(6) 2016. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.